Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported failure could not be duplicated. As a proactive measure erased flash, reloaded software, uploaded config and tightened power plug lugs. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9900 system would not stop taking x-rays even after pushing the fast stop button. The customer was unsure if the system was just beeping or taking x-rays. System was turned off and rebooted. There was no report of pt injury.